Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. A review of the technical service onsite showed no abnormalities that could have contributed to this event. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported that four months following bilateral lasik surgery, the patient reported dryness and glare in both eyes. Per the patient, her eyes are dry in the morning, and the glare is bothersome day and night. In a follow up, the technician reported that the patient was treated with eye medication, punctal plugs were placed in both eyes, and was prescribed reading glasses. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.